Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. Although the culture results are unavailable and there is no determined cause of the peritonitis, there is no reported cassette leak, issue with the liberty select cycler or other product issue reported for this event. All dialysis patients are risk of infection due to a compromised immune system and because dialysis techniques increase the potential for microbial contamination. Based on the available information and no evidence or allegation of a defect, malfunction or deficiency, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the emergency room (ER) on (B)(6) 2021 with unknown signs and symptoms. Pd effluent cultures were obtained, and the patient was admitted to the hospital with a diagnosis of peritonitis. The pd clinic does not have the culture results. The patient was prescribed antibiotics with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The patient was discharged to home on (B)(6) 2021. The cause of the peritonitis was not established; however, the patient did not report any cassette leaks or issues with the liberty select cycler. The patient denies any touch contamination event. The patient continues to complete pd therapy during recovery.